Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500 mg/dl. It was stated that her glucose was high because she was not wearing the insulin pump due to lack of supplies. It was stated that after she was given the supplies, the insulin pump started alarming no delivery. The caller did not have the insulin pump available at time of call to continue testing. It was stated that the customer's most recent glucose reading was 211 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.